Event description:
Ultraflow hpc flow catheter being used for endovascular avm embolization. Near termination of the procedure non-target embolization was noted as scattered through the middle cerebral artery branches. Procedure terminated, microcatheter withdrawn. Catheter had fracture 6 cm proximal to microcatheter terminus.